Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The consumer via the manufacturer's representative reported the therapy and stimulation was turning off by itself. It was noted the patient had a primary cell device, not a rechargeable device, and had not seen any power on reset (por) codes. This issue occurred three times since (B)(6) 2015. When these events occurred, the patient had a return of pain. The patient checked the implantable neurostimulator (ins) using the patient programmer and pressing the black button and saw the ins was off. The ins turning off was not associated with using the patient programmer. The patient did not think he was accidentally turning the stimulation off while using the patient programmer. During these events, the patient confirmed the ins status; it was reviewed that if the turning off events occurred more frequently or became a bigger issue, for the patient to keep a diary of these events. A longevity calculation for the battery was performed as the patient had the stimulator for over five years and they were wondering how long it would last. It was noted the patient had the stimulator off for about 8 months because he did not need use it. At the time of the report, the ins was at 3.030 capacity so it was reviewed the patient had time left on the ins and it was not close to end of service or elective replacement time. This longevity calculation was based on - +, 360us, 20hz, 2.2v; - +, 360us, 4.4v, 24/7 = 49 months. Relevant medical history included chronic low back pain, and post lumbar laminectomy syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.